Event description:
It was reported that the customer was concerned that the instruments in the veptr ii graphic cases could not be properly sterilized because the plastic coating was peeling off the metal. Account was concerned that debris could get in the crevices between the plastic and metal, contaminating the instruments. This is report 4 of 6 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and appeared to be severely damaged. Every component was bent, deformed, or compromised from actions in the field. All nylon brackets located on the base plate assembly tray assembly were bent, damaged, or deformed in some manner. The lid and base assembly were severely bent or damaged. Due to the received condition, this complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 4 of 6 for this complaint (B)(4).